Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted on: 2004-(B)(6), explanted on: unk.

Event description:
It was reported that the device was torn loose and moved in the abdomen within 2-3 years after implant. A mesh bag was used and the pump was re-implanted. It was stated that the patient no longer used the pump and was considering its removal. It was later reported that patient had concerns regarding the device/therapy and was working with the healthcare provider (hcp) on the same. Patient believed that the hcp did not use pain medications; however he did use "something to keep the pump working". Patient was considering hcp options.